Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the arterial catheter has been in place for 24 to 48 hours, no arterial pressure measurement is possible. Measurement curve very flat to no longer available. Device was placed into the radial artery; as a result, a new device was placed."

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. Significant signs of use were detected within the extension line and interior of catheter body. Visual examination of the catheter revealed two prominent kinks in the catheter body. The kinked area appeared creased and discolored. The catheter body contained two kinks 76 and 83 mm from the distal tip. The total length of the catheter body measured to be 83 mm which is within specifications of 82-86 mm per product drawing. The outer diameter of the catheter body measured to be 1.073 mm which is within specifications of 1.04-1.09 mm per product drawing. The returned catheter was flushed using a lab inventory syringe. No blockages or leaks were observed. A lab inventory guide wire was able to advance through the returned guide wire with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a kinked catheter was confirmed by complaint investigation of the returned sample. The catheter contained two prominent kinks in the catheter body. Bends and kinks in the catheter body can result in interference or loss of arterial monitoring capabilities. The returned sample passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "after the arterial catheter has been in place for 24 to 48 hours, no arterial pressure measurement is possible. Measurement curve very flat to no longer available. Device was placed into the radial artery; as a result, a new device was placed."